Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2020 for a transcatheter aortic valve replacement (tavr) procedure. During the procedure, the cardiac surgeon observed paused rhythms and unsuccessfully attempted to reprogram the right ventricular lead to resolve the anomaly. The lead exhibited low pacing impedance and noise oversensing resulting in inhibition of pacing during the procedure. It was noted that the patient had complete heart block and was dependent on the pacing function. On (B)(6) 2020, the lead was capped and replaced successfully. The patient was in stable condition throughout the event and following the procedure.